Event description:
Had total hip replacement in 2004. Ceramic on ceramic stryker implant was used. Since replacement, I have had severe pain, grinding and squeaking in my hip. Implant done in the same month - physical therapy was recommended and done for 2 weeks after event. Diagnosis or reason for use: traumatic arthritis in hip.